Manufacturer narrative:
H10: of the seven devices, four lot numbers were provided and lot history reviews were performed. For 2 of the 7 malfunctions, catalog number dl900j was updated. None of the seven devices were returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. Images are provided and reviewed for one malfunction. For two malfunctions, the investigation is inconclusive for the alleged filter tilt. Filter tilt is confirmed for the four reported malfunctions. The remaining malfunction is unconfirmed for the alleged tilt issue. A definitive root cause could not be determined based upon available information. The devices are labeled for single use. H10: d4 (gfay1229, unknown),g4. H11: h6(result and conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device. This information was received from various sources. This malfunction involved all seven patients with no consequences. Of the seven patients, four patients' ages were reported to be between 39-72 years and one patient weight was 91 kgs, two patients were reported as male, and five patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
Of the seven devices, four lot numbers were provided and lot history reviews were performed. None of the seven devices were returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For two malfunctions, the investigation is inconclusive for filter tilt. For three malfunctions, the investigation is confirmed for tilt. For the remaining two malfunctions, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Gfay1229, unknown).

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device. This information was received from various sources. This malfunction involved all seven patients with no consequences. Of the seven patients, four patients' ages were reported to be between 39-72 years and one patient weight was (B)(6) kgs, two patients were reported as male, and five patients were reported as female. All other patient details were not provided.